Event description:
It was reported by customer during routine check that cs300 intra-aortic balloon pump (iabp) unit has leak in iab circuit. No patient involvement.

Manufacturer narrative:
Due to character limitation in e1, initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) checked and found that the unit is showing below error message, leak in iab circuit alarm. Fse have done the safety k3=-17 & pressure test difference = 33. Fse replaced the defective safety disk (0997-00-0985-01) with a new one under customer purchased parts. Unit is working satisfactorily. Unit is handed over to the customer in good working condition.